Event description:
Consumer called to report getting different results when comparing pt's plink meter against lab readings. Analysis run on clark error grid using lab reading (46) as ref. Point vs. Bd readings of 80 yielded data points in the d zone of the grid, outside of acceptable limits.